Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle with "a little suture left on it" detached from the mesh leg as the physician was pulling it through the sacrospinous ligament, with the capio device. The suture (with the needle at the end) did not fall inside the patient. The physician used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter read inaccurately erratic. The patient indicated that the alleged issue started on an unspecified date/time "several months ago." The patient reported blood glucose results of "103 and 65 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Due to the alleged issue, the patient claimed that he lost consciousness on (B)(6) 2010, at an unspecified time and emergency services were contacted. The patient claimed that he was treated with a glucagon injection in an emergency room (ER). The patient denied that his blood glucose was tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what the patient's last meter reading was prior to losing consciousness, what time the last result was obtained, what time he lost consciousness, and what actions the patient took before he lost consciousness. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he lost consciousness and received a glucagon injection from an ER as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.